Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  The removed therapy pcb assembly was returned to the physio-control failure analysis center for further evaluation.  The cause of the reported issue was determined to be due to a shorted diode, designator (B)(4).

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The therapy pcb assembly was replaced and other unrelated repairs were performed. After observing proper operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer reported to physio-control that their device would no longer power on. There was no patient use associated with this event.